Manufacturer narrative:
Clinical evaluation performed by medical affairs department early infection after primary cemented tka requires removal of all components. No reason to suspect that the implanted devices played a role in causing this adverse event. Batch review performed on 17 may 2022 lot 2108907: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional components involved: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 2102536: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2108282: (B)(4) items manufactured and released on 12-oct-2021. Expiration date: 2026-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-primary 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 2105043: (B)(4) items manufactured and released on 13-july-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 3 months and a half after the primary, revision surgery was performed due to infection. The surgeon revised all components and the surgery was completed successfully.